Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this is an addendum to the initial emdr submitted in (B)(6) 2019 and 1st supplemental emdr submitted on (B)(6) 2019. This supplemental emdr was submitted to report the updated date of implant. This supplemental emdr represents perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard mesh (bard flat mesh) (device #1). Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per legal complaint: (B)(6) 2006 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh (device 1) and perfix plug (device 2). The patient is making a claim for an adverse patient outcome against the [flat] mesh (device 1) and perfix plug (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: "despite reasonable diligence, plaintiff did not know, and could not have known, about the wrongful conduct by defendants in connection with his injuries on (B)(6) 2015." Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2006 and bard/davol perfix plug on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). It is alleged that the patient sustained injuries on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Per legal complaint: on (B)(6) 2006 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh (device 1) and perfix plug (device 2). The patient is making a claim for an adverse patient outcome against the [flat] mesh (device 1) and perfix plug (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: "despite reasonable diligence, plaintiff did not know, and could not have known, about the wrongful conduct by defendants in connection with his injuries on (B)(6) 2015."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document an unspecified alleged injury to the patient and the date of event. This file represents the perfix plug (device 2) an additional supplemental emdr was submitted to represent the other bard/davol device.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2006 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh (device 1) and perfix plug (device 2). The patient is making a claim for an adverse patient outcome against the [flat] mesh (device 1) and perfix plug (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."